Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the poor coupling was related to positioning. The patient reported that repositioning had resolved the issue. They were reassured by phone that repositioning would improve the coupling. The poor coupling was resolved, but the patient counseled that manufacturer should be aware as equipment failure could be the cause of the poor coupling. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the patient noticed that the coupling had changed, and it was taking longer to get good coupling. The patient said they repositioned the antenna and turned the antenna dial. The patient said that they used adhesive discs to keep it in place. The patient declined to troubleshoot. The patient said that they had noticed sometimes the ins wasn't completely flat like it was before. When asked the patient said that they did have a fall however they said that they landed on their knees. It was reviewed how the number of efficiency bars would affect the recharge time. Patient was told to follow up with hcp and mention about change to ins site and also to report that they did fall on their knees. The patient also reported when they had nothing to do they would become anxious and experience restless legs while recharging the ins. Patient stated they had an appointment with their hcp on (B)(6). There were no further complications reported.